Manufacturer narrative:
(B)(4).

Event description:
The grasper was broken, the other side was cracked. The surgeon took out the broken piece. There was no patient injury. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.